Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 300 mg/dl. During the phone call the hospital staff felt the insulin pump needed to be replaced, and declined any troubleshooting. The company representative later called back stating that she performed troubleshooting on the insulin pump and leadscrew, prime and self tests all passed. She also stated that there were some alarms and errors in the alarm history. Since the hospital staff initially wanted the insulin pump replaced, it was advised that the customer discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.